Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose was 54 mg/dl on (B)(6) 2018 at 5 pm. Customer's high blood glucose level at the time of incident over 595 mg/dl and current blood glucose was 274 mg/dl. The customer was treated with manual injection and high blood glucose with bolus. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.